Event description:
Customer responded to pulseless non-breather. Customer estimates the pt was in this condition for approx 20 minutes prior to their arrival. Pt was connected to pads, and device displayed "pt not connected message". Service rep duplicated reported condition. Device was repaired and proper operation was confirmed.